Event description:
Pt had IV tridel drip started in emergency dept at 9 cc/hr. Pt was then transferred from stretcher to bed and IV was noted to be running rapidly with IV bag empty at 0130. Pt remained "aao" with c/o chest and epigasture pain continuing. Vital signs stable with bp 120's/60's IV set clamped and pump continued to read 9 cc/hr. Pump changed and tridel drip started at 12 cc/hr.